Event description:
It was reported that the starclose se device was manipulated by the operator after the device was removed. An attempt was made to deploy the clip of the device into a glove.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The safety release was activated, which successfully released the device from the pt's anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was fully clip-deployed with all external and internal components in the appropriate post clip-deployed positions. Although inspection of the returned device revealed no abnormal observations that could contribute to the reported difficulty during thumb advancer and exchange sheath splitting, the difficulty encountered could be due to post-procedure manipulation by the cath lab staff. There was no indication to suggest that difficulty or resistance might have been encountered while deploying the thumb advancer. Based on the investigation findings, the returned device was fully functional as designed. A root cause for the reported product experience could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.